Event description:
Patient was a same day admit for cardioversion. After the cardioversion, patient stated she had a feeling of irritation/discomfort on chest area where cardioversion patches were placed. Area on chest red in shape of patch along the spotted red dots inside the outline of area where the patch was placed during the cardioversion. Physician made aware. Physician gave instructions on how to care for the area given on discharge.